Event description:
Event description guidant received information that this fineline lead had an impedance reading of >2100 ohms in both unipolar for 2 days and 4 days in bipolar modes. Lead will be replaced because pt is pacer dependent.